Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the display was hard to read. The customer's blood glucose level was 217 mg/dl. The customer also needed help with programming the replacement insulin pump and received a check settings alarm. The customer was assisted. The customer was advised to monitor the device and toe call back if problems persisted. Nothing was replaced or returned for analysis.